Manufacturer narrative:
Section d1: brand name was corrected section d3: manufacturer information was corrected section d4: catalog number and UDI was corrected section g1: contact office (and manufacturing site for devices) was corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had right ventricular (rv) failure requiring multiple pressor/inotropes which ultimately resulted in msof. This was not pump device related. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, "introduction", lists multiple types of organ failure and dysfunction (including right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multiorgan failure and patient outcome could not be determined through this evaluation. It was reported that the patient expired due to multi system organ failure not lvad related. There were no alarms for the event. The pump will not be returned. No alarms or functional issues with the lvas were reported in association with the patient's outcome. Per the vad coordinator, the pump will not be returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi system organ failure. The vad coordinator stated they did not believe the death was lvad related. The pump will not be returned. No additional information was provided.